Event description:
Blue surgical masks with ear loop: staff states there were tiny pieces of fiber loose on the inside of the mask that would get into her mouth when speaking and was actually able to wrap a piece of fiber around her tongue.